Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 31mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The closure device was advanced, deployed, and successfully released in the laa. Approximately two hours post-surgery a pericardial effusion was noted. The patient was brought back to the catheterization lab. A pericardiocentesis was completed and 400ml of dull red fluid were drained. The patient was kept for observation and discharged the following day. There were no further complications. It was further reported that the patient became hypotensive after surgery and the effusion was found on a routine transesophageal echocardiography (tee) completed two hours post procedure.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 31mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The closure device was advanced, deployed, and successfully released in the laa. Approximately two hours post-surgery a pericardial effusion was noted. The patient was brought back to the catheterization lab. A pericardiocentesis was completed and 400ml of dull red fluid were drained. The patient was kept for observation and discharged the following day. There were no further complications. It was further reported that the patient became hypotensive after surgery and the effusion was found on a routine transesophageal echocardiography (tee) completed two hours post procedure.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A 31mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The closure device was advanced, deployed, and successfully released in the laa. Approximately two hours post-surgery a pericardial effusion was noted. The patient was brought back to the catheterization lab. A pericardiocentesis was completed and 400ml of dull red fluid were drained. The patient was kept for observation and discharged the following day. There were no further complications.